Manufacturer narrative:
An event regarding alleged adverse local tissue reaction (altr), corrosion, and metallosis involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. -medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other event for this lot. Conclusions: the subject device has been identified to be within scope a recall. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of the recall. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation of the device the patient began to experience discomfort in his hip, groin and buttocks areas. As symptoms persisted, additional diagnostic workup revealed the presence of elevated metal ions in the patient's blood and peritrochanteric fluid collection in the hip suggestive of adverse local tissue reaction. It is further alleged that the patient was revised on (B)(6) 2016 and during the revision surgery adverse local tissue reaction (altr), corrosion and metallosis were found.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation of the device the patient began to experience discomfort in his hip, groin and buttocks areas. As symptoms persisted, additional diagnostic workup revealed the presence of elevated metal ions in the patient's blood and peritrochanteric fluid collection in the hip suggestive of adverse local tissue reaction. It is further alleged that the patient was revised on (B)(6) 2016 and during the revision surgery adverse local tissue reaction (altr), corrosion and metallosis were found.